Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex that was heavily calcified, moderately tortuous and 88% stenosed. The 2.5 x 48mm xience xpedition stent delivery system (sds) was advanced, but could not cross, despite performing multiple pre-dilatations. The stent struts became deformed shaped/fractured. The sds was replaced with a new one to continue the procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was be provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: the device was initially reported as returning for analysis but has now been reported as not returning.